Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 02/21/2023 by a sales representative via sems that an ar-8741-40 driver broke when implanting screw. Case involvement, device broke during use.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the distal tip of the shaft is broken. The observed event is most likely caused by excessive forces applied during use. However, the broken piece was not returned for investigation. The cause remains undetermined.